Event description:
When infusing ofirmev 1000mg/100ml using bbraun secondary IV sets ref (B)(4) the air filter repeatedly ceased functioning requiring multiple changing out of sets. Appeared to happen with lot 0061282666 and 0061289456.